Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, after the patient had an electrocardioversion via the ICD, oversensing and high capture threshold was observed. Abbott technical support (ts) analyzed the session records and found automatic mode switching episodes likely due to noise on both the atrial and rv leads and recommended further lead evaluation. The recommendations were provided to the healthcare provider. The patient was stable. Related manufacturer reference number: 2017865-2019-13866.